Event description:
Facility reported that after 15 mins into the pt treatment a pink tinge was noted in the dialyzer. The treatment was stopped, blood in the lines was returned to the pt, the dialyzer was changed and the treatment was finished with no further incident. Estimated blood loss 100cc. The sample is available for eval.